Event description:
A customer reported that during a cataract procedure the system shut down during phacoemulsification. The case was completed by rebooting the system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the customer reported that the system shut down during a procedure. The customer was able to restore the power and completed the surgery. The company representative examined the system. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on february 23, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).